Event description:
A lead revision was scheduled due to an rv lead exit block and low sensing. The extraction of the lead was unsuccessful. Hence, the sense portion of the lead was capped. The defib portion of the lead remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.